Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/24/2025 the caregiver reported an ilet cartridge would not fit. After rewinding, the pump displayed alert 38. A dry run succeeded; new supplies were installed. A few insulin drops were seen at the connector (none at the cartridge). A new infusion set was used, and insulin delivery resumed normally. Blood glucose was unaffected.